Event description:
A surgeon reports a patient experiencing glare and halos following intraocular lens (iol) implant surgery. The iol was exchanged. The technician reports that the patient was not a good candidate for a multifocal lens. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/10/2008 and 10/23/2008 by phone, fax, and mail. A completed questionnaire has not been received. Provided by manufacturer. This report was mailed to FDA on: 11/07/2008.